Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient contact that a air detected in cassette warning during drain 3 of 3 of the peritoneal dialysis treatment. The patient¿s contact stated all connections were secure but air was observed in the tubing. The patient contact stated that when removing the cassette fluid was observed leaking from the cassette door. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the patient was already on antibiotics due to a recent hospitalization for pneumonia. The patient did not miss any treatments and the patient resumed treatment on a replacement cycler. A product retrieval kit was sent to the patient for the cycler set.

Manufacturer narrative:
Plant investigation: the manufacturing plant received one companion sample from the customer identified with code number 050-87216 and lot number 18er08047. During the evaluation of the companion samples was not confirm the alleged failure stated in the complaint. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."